Event description:
Pt is a 58-yr-old female, admitted for severe abdominal pain and history of diverticulosis. Pt had 2 drains placed during surgery on 3/30/94. Surgery included abdominal exploration, sigmoid colon resection, distal sigmoid colon hartman's pouch construction, end descending colostomy, and cholecystectomy. Md removed drain on 4/4/94, and drain snapped leaving the distal half of the drain in the abdomen. Surgical removal was done on 4/11/94, after pt's pulmonary status was stabilized. Co contacted and informed of event on 4/13/94.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.